Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary:one 14s rx crosser catheter was returned for evaluation. The distal tip was examined under (25x) magnification. The tip was found to be separated from the outer catheter. The outer catheter was twisted just distal to the strain relief. No functional testing could be performed due to the returned sample condition. Based on the returned sample condition, the investigation is confirmed for material separation and material twisted. As the outer catheter was twisted near the strain relief, it is possible that the user connected the catheter while still in the packaging hoop or did not let the distal end of the catheter freely rotate when connecting the transducer which could cause the identified material twisting. The excessive material twisting could have contributed to the tip separation. However, the definitive root cause is unknown. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during the out of body testing,the catheter shaft and the tip of the catheter were allegedly separated. It was further reported that another recanalization catheter was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the out of body testing,the catheter shaft and the tip of the catheter were allegedly separated. It was further reported that another recanalization catheter was used to complete the procedure. There was no patient contact.